Event description:
Pt tested blood glucose =398 mg/dl. She dosed herself with insulin (unsure which kind) and tested again. 1.5 hrs. Later. Blood glucose=279 mg/dl. She again took insulin and then had a reaction for which she rec'd an intravenous line at hosp. Her insulin dosage was adjusted at hosp.